Event description:
On (B)(6) 2010, (B)(4) received a telephone call from a patient regarding one tina hemodialysis machine. The customer reported that they fell asleep and awoke to find the device alarming and water coming from the overflow drain on the bottom of the machine. The baxter field service representative arranged to go onsite to repair the device. As such, the device will not be returned to (B)(4) for evaluation. Additional information received from the technician stated that there was no patient injury as the patient was not using the machine. The patient had finished their treatment, put the machine through the heat clean cycle and then fell asleep. The machine ran for ninety minutes before it began to alarm, and ran for ten plus minutes before someone in the home woke up and alerted the patient. The leak caused a wet carpet.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated onsite and the reported condition of an alarm and water leak was confirmed. The alarm was a flow restricted alarm. The root cause of the reported condition was determined to be due to a malfunction of the float / level sensor. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The float and level sensor were replaced to fix the reported condition. The device was tested as per baxter operating procedures and protocols and passed all testing.